Event description:
It was reported that when the device was used during a laparoscopic gastrectomy procedure only two rows of the staples formed while the other two rows would not form at all. (Cutting was perfect). The surgeon hand sutured to complete the case. There was no consequence to patient.